Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer who reported that the red and yellow cable that connects the downloader to the printer sparked and smoked. The customer also stated that the downloader functions as expected. The printer has not been used since this occurred. The customer attached a known good cable from another printer and determined that the printer is functioning as intended. Apoc has requested that the suspect cable be returned along with the functioning printer for evaluation. Customer was offered a replacement printer. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).

Event description:
Na

Manufacturer narrative:
(B)(4). The martel printer for the I-stat1 analyzer is manufactured by a 3rd party vendor for abbott point of care. The manufacture date is unknown. The investigation was completed on (B)(4) 2013. The cable connecting the printer to the downloader had broken open at the printer connection, exposing the internal wires. A short circuit caused the spark and smoke seen by the customer. The conditions which led to the damaged insulation on the cable are unknown; however the cable had functioned normally at the customer site for an extended period.